Event description:
Device 2 of 2. Mfg reference number:3006705815-2021-01342. It was reported that the patient experienced a dural puncture during a permanent implant. The procedure subsequently was aborted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.